Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 4 days (14sep2022 ¿ 18sep2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on 18sep2022 at 00:40. This alarm occurred while the mpu was in use and appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved within the same minute of activation when power was restored to the system. The mpu (serial number mpu-43398) was not returned for analysis. Per the reported event, the no external power alarm was caused by the mpu accidentally becoming disconnected from the wall outlet. However, the root cause of how the mpu became disconnected was unable to be conclusively determined. Review of the device history record for the mobile power unit, serial number mpu-43398, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the low voltage and no external power alarms. To resolve the no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient accidentally unplugged the mobile power unit (mpu) from the wall overnight on (B)(6) 2022, resulting in a no external power alarm and subsequent backup battery fault. The alarm did not resolve with backup battery exchange. The controller was exchanged and no further alarms were observed. Log file review confirmed backup battery faults on (B)(6) 2022. Controller manufacturer's report:2916596-2022-14247.